Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identified (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that this right ventricular (rv) lead exhibited out-of-range (oor) intrinsic amplitude measured at 1.4 mv (milli-volts) on 6 january and 0.7mv on 11 january. R wave was noted to consistently measure at 13 mv over the past year. Threshold and impedance measurements were stable. Stored episode showed oversensing of noise on both the atrial and ventricular channel. This lead remains in service and no adverse patient effects were reported.